Event description:
The reporter had received the er1 message numerous times, and remembers retesting several times until she got a reading from the meter. She said the readings were always very low (40's and 50's). She stated that the last time that this had occurred was the prior week. She said she does not use the color chart, or control solution. She said she has not been feeling well the last month, and had complained to her physician of tiredness and listlessness. Blood tests were taken last week; she has a history of anemia. She stated that she did not seek treatment when she received the er1 message.